Event description:
A customer reported experiencing an under-infusion during use of an infusor elastomeric device. According to the report, after approximately 10 hours of infusing the reservoir was still half full (desferrioxamine 1000mg in 52ml sodium chloride 0.9%). There was no report of a patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The patient's exact age is unknown but the patient was described as a child. The lot was manufactured from january 16, 2014 to january 20, 2014. The device is a combination product. Evaluation summary: the device was returned for evaluation with 49 ml of fluid in its bladder and labeling indicating it was filled with desferrioxamine and the diluent 0.9% sodium chloride. Visual inspection found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was then performed; the flow rate was found to be within the specification range of the product, though the exact conditions of the reported event could not be replicated as they were not provided. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.